Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin was squirting out during the manual prime. Customer stated that insulin continues to drip after letting go of the act button during the prime process. Customer also mentioned that the numbers on the insulin pump were ramping up. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 286 mg/dl. No further information reported.